Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link had no flow issues. The issue was described as the valve not allowing chemotherapeutic solution to flow properly after connection which resulted in downstream occlusion alarms. The device was disconnected from the intravenous line and then reconnected to establish flow. There was no patient injury or medical intervention associated with this event. No additional information is available.